Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v132116, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient reported that her urine output had been gigantic and she had issues with control. The bladder issues began in (B)(6) 2015. Her indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The patient was also not feeling stimulation, but her therapy was found off. She was assisted in turning therapy back on and felt it in the correct area. The patient stated that her heart war racing when she thought she turned on the implant, but this was when it was discovered it was actually off. She had a separate cardiac implant for her heart. She had a lot of medical problems, so did not pay any attention to the urinary therapy. Additional information from the consumer reported the device never worked- product was useless. There was no further information provided. If additional information is received, a follow up report will be sent.